Event description:
The technician alleged that the foot brake caster was not holding. No pt impact.

Manufacturer narrative:
The technician found the brake caster was worn and there was black electrical tape around the brake pad. The technician replaced the foot brake caster to resolve the issue.